Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that a full charge lasts 3-4 days; however, the patient charged fully on (B)(6) 2020 and on the day of the report, the implantable neurostimulator battery was depleted and off. At the time of the report, the patient was able to connect the patient controller to the implantable neurostimulator and it was displaying that the implantable neurostimulator battery was red/low, the patient controller battery was 70%, and the recharge speed was 4. The patient has not had any changes to program, falls, trauma, or medical procedures associated with this event. It was suggested that the patient charge to full and track depletion in a diary. The patient noted that she was ¿moving slow¿ on the day of the report. There were no further complications reported or anticipated.